Manufacturer narrative:
Other applicable components are: product ID: 9733763, version (B)(4). Patient age and weight unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the patient images from electronic picture archiving and communication systems (pacs) network were "flipped" and were therefore showing the pathology on the incorrect side of the patient during surgery. The surgeon did not make any orientation adjustments and completed the procedure. It was reported that this issue did not occur in a second case. It was also reported that the likely cause of the issue was user error in identified the correct orientation of the scan. The second scan that was loaded the morning of the case and the scan loaded the afternoon before were identical. There was no impact to patient outcome and no delay to the procedure as a result of this issue.

Manufacturer narrative:
Additional information was received indicating that this event is a duplicate of the events reported in regulatory report 17231 70-2019-05558. All known information regarding this event was submitted in regulatory report 1723170-2019-05558 and the associated follow-up reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.